Event description:
It was reported that during a da vinci-assisted cholecstectomy surgical procedure, the clip applier instrument's cables came off when attempting to fire the clip and made the instrument unusable. This has occurred multiple times in the last month. There were no collisions, no dropping of the instruments, and no mishandling. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the clip did not become dislodged from the instrument and fall into patient. The vessel or tissue bundle was not greater than the specified diameter. The event occurred on the second clip application attempt. The customer used another instrument to resolve the issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a loose grip cable at the distal end. This caused imprecise motion. A clip test was not performed as the cable is dislodged in the proximal end. Loose cables are attributed to a loss of cable tension. The instrument was found to have a grip cable dislodged at the proximal end. This caused the grip cable to be loose at the distal end. The complaint was confirmed by failure analysis.